Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple alarm 22 alerts. Customer had a high blood glucose level.